Event description:
A passeo-35 balloon catheter was selected for treatment of a mildly calcified lesion. After insertion, the balloon was inflated but did not unfold even when the atmospheres were increased. After removal of the device, the balloon was inflated outside the patients body, and expanding was achieved at 22 atm. The balloon did not break.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the balloon has been inflated and was returned in a completely deflated state. A large amount of dried contrast medium residue was observed in the balloon- and inflation lumen. The guidewire lumen inside of the balloon is flattened, indicting the application of a high pressure without a guidewire inserted. Functional testing was performed by inflating the instrument with 7 atm (np). The balloon inflated normally, did not show any damage or leakage, and could be deflated normally. The inflated diameter was measured with 3.0 mm and is in specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is inflated and tested for air tightness by means of a pressure test and a helium leakage test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.